Event description:
It was reported that during an unk case, the seal was broken and losing pneumo. Used a second like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.